Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 400 (mg/dl). Customer administered a bolus with the pump to treat the bg level, but the customer later went to the hospital where they were treated with insulin injections. Customer was released on (B)(6) 2016. Troubleshooting with tandem technical support on (B)(6) 2016 indicated pump was performing as intended.